Manufacturer narrative:
MDR 9618003-2024-01930 / device 1 of 2 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: the lot 0c01737 was manufactured on 04/16/2020, bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 05/03/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704761 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Investigation summary root cause(s): method: ¿ dirty carts to transport materials ¿ dirty trays solution: create cleaning process of trays and cars used to managed materials in cleaning room during the manufacturing process. Method: ¿ mixers with residues from previous mixtures solution: include new cleaning process in the clean schedule. Manpower: ¿ inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per standard operating procedure (sop). Manpower: ¿ inadequate electrocuting lamp maintenance solution: retrain the personnel involved in the correct verification of the electrocuting lamp per work instructions (wi). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported that the edges of the product were black. The product was not used. Photographs depicting the issue were received from the complainant.